Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced two incidents of high blood glucose levels due to bent cannula. The customer reported of high blood glucose over 400 mg/dl on (B)(6) 2017, which customer treated with insulin pump. The customer reported second incident of high blood glucose of over 528 mg/dl on (B)(6) 2017, which also was treated with insulin pump. Assistance was provided but customer declined to troubleshoot for bent cannula and for skin irritation. The customer was sent a box of sure-t infusion sets. The insulin pump was not returned for analysis.